Event description:
It was reported an event involving patient tampering with the patient controlled analgesia (pca) pump. This patient reportedly has a chronic disorder (sickle cell disease) with chronic pain and has been admitted to the facility frequently due to sickle cell crisis and multiple medical problems with need for very high doses of narcotics, including a pca. During patient's hospital admission on (B)(6) 2022, the clinical staff believes that the patient manipulated the pump throughout the hospital stay. This was discovered through their review of alaris infusion knowledge portal data. The clinician then added that in early (B)(6), their pharmacy staff disclosed to the patient that the pca pump was set on the wrong settings but the patient reportedly did not seem to care. It turned out the pump was on the wrong settings because the patient manipulated the pump and the patient was receiving higher doses than the dose ordered by the physician. On (B)(6) 2022, the patient was transferred from the floor to the cardiovascular care unit (ccu) for closer observation due to increased lethargy from the high doses of pain medications. The hospital's pharmacist stated that the patient was manipulating the pump, which resulted in the lethargy. The clinician added that it appeared the patient was caught on to the fact that nursing staff was paying a lot more attention to the pump settings at the shift change hand-offs. As a result, the patient manipulated the pump settings after the handoff and resetting them before the next handoff. This caused the changes in settings to go undetected by the rns. On (B)(6) 2022 at 0400, the night shift rn went into the patient's room to draw blood specimen for morning laboratory orders. The nurse moved some articles of clothing from the bedside table and found a key. Upon investigation, the key was a pca pump key. The key and pca pump were then removed from the room. The patient admitted that the key was purchased online ((B)(6) as the patient's source of the keys), according to the hospital pharmacist. After being questioned, the patient immediately expressed suicidality with a "plan to commit suicide via the pca pump manipulations." At this time, the patient was placed under twenty four-hour observation and psychiatrist began seeing the patient. Hematologist weaned the patient off the pain medications.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an event involving patient tampering with the patient controlled analgesia (pca) pump. This patient reportedly has a chronic disorder (sickle cell disease) with chronic pain and has been admitted to the facility frequently due to sickle cell crisis and multiple medical problems with need for very high doses of narcotics, including a pca. During patient's hospital admission on (B)(6) 2022, the clinical staff believes that the patient manipulated the pump throughout the hospital stay. This was discovered through their review of alaris infusion knowledge portal data. The clinician then added that in early april, their pharmacy staff disclosed to the patient that the pca pump was set on the wrong settings but the patient reportedly did not seem to care. It turned out the pump was on the wrong settings because the patient manipulated the pump and the patient was receiving higher doses than the dose ordered by the physician. On (B)(6) 2022, the patient was transferred from the floor to the cardiovascular care unit (ccu) for closer observation due to increased lethargy from the high doses of pain medications. The hospital's pharmacist stated that the patient was manipulating the pump, which resulted in the lethargy. The clinician added that it appeared the patient was caught on to the fact that nursing staff was paying a lot more attention to the pump settings at the shift change handoffs. As a result, the patient manipulated the pump settings after the handoff and resetting them before the next handoff. This caused the changes in settings to go undetected by the rns. On (B)(6) 2022 at 0400, the night shift rn went into the patient's room to draw blood specimen for morning laboratory orders. The nurse moved some articles of clothing from the bedside table and found a key. Upon investigation, the key was a pca pump key. The key and pca pump were then removed from the room. The patient admitted that the key was purchased online ((B)(6) as the patient's source of the keys), according to the hospital pharmacist. After being questioned, the patient immediately expressed suicidality with a "plan to commit suicide via the pca pump manipulations." At this time, the patient was placed under twenty four-hour observation and psychiatrist began seeing the patient. Hematologist weaned the patient off the pain medications.